Event description:
It was reported that a system error (se) 2267 (air in set) alarm occurred during dwell one on the home choice (hc). The technical service representative (tsr) had the caregiver (cg) close all the clamps to the bags, patient line, and transfer set. The tsr had the cg cycle power and the hc went to ¿press go to start¿. The cg disconnected the home patient (hp) and supplies. The tsr advised the cg to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.